Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A report was received regarding an a2101 ultra base unit. The report was described as follows: "it was our first case in morning and patient was on (ot) operating theatre table and was giving him anesthesia, his skull in our hand before fitting mayfield skull clamp on his head. The technician locked ultra base unit, i.e. Golden handle, after the locking sound, he heard another small sound and also he observed ultra base unit was some slightly downward. He checked the ultra base unit and found that some crack on moving round shaft position." There was no injury to patient.